Event description:
A right pfc sigma size 5 femur was implanted on a left knee arthroplasty procedure. The error was made known prior to patient being removed from or. Patient remained in or and underwent second procedure to remove the implant and have the correct size and side specific prothesis implanted.

Manufacturer narrative:
The device and packaging components associated with this reported event was not returned for examination. A review of the complaint database found no related incidents reported against this product code. A review of the outer packaging primary label for reported product code sigma ps cem fem sz5 r confirms the label states size 5 right. The root cause is attributed to user error. The investigation did not find any evidence of product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Not returned.